Event description:
It was observed that the device would not power on. The report did not involve a pt use.

Manufacturer narrative:
The device was evaluated by medtronic. It was observed the device would not power on due to premature depletion of device internal battery. Root cause for this depletion could not be determined.